Event description:
Additional information received indicates the patient¿s system was updated and placed into MRI mode.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported the patient was experiencing difficulty setting the ipg to MRI mode. In turn, surgical intervention may be pending at this time.